Manufacturer narrative:
The soft cannula was observed to be shortened and had the formed needle piercing through the unexposed portion of the soft cannula. Fluid was unable to properly flow through the fluid path as a result. It is unknown when or how this damage occurred and whether it contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose (bg) level reached 266 mg/dl, while wearing the pod between 4 and 24 hours on the leg. They reported placing the pod in the morning, and administering boluses throughout the day. The bg levels reportedly did not come down, and therefore at 6:00 p.m. The patient administered insulin via a manual injection. The patient reported that at 7:00 p.m. They replaced the pod.